Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called and reported that he received a program safety alarm, among other alarms on the insulin pump. The alarm did not occur immediately following a battery change. Customer was unsure if alarm occurred after pressing a button while a bolus was delivering. Customer stated he wished to replace the insulin pump. The customer's blood glucose level was not known. He was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.